Event description:
Patient underwent procedure utilizing a vanguard femoral on (B) (6) 2010. When the surgeon removed the femoral from its packaging, it had no pegs. Another component was available to use to complete the procedure.

Manufacturer narrative:
Review of device history records show that this was the only unit manufactured for this lot.(B) (4)